Manufacturer narrative:
On 5/13/2021, bwi received additional information indicating that this adverse event was discovered post use of biosense webster products. Surgical intervention was conducted, but the detail was unknown. Prior to noting the cardiac tamponade ablation was performed. Patient was reported as improved. The patient is female. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cardiac tamponade requiring surgical treatment. The complication developed several hours after the procedure. Physician commented that there was no tamponade at view of surgical observation, but that the area around the anterior wall of the rspv had become red. The patient transferred to (B)(6) general hospital. The patient's condition was stable. The reporter stated no further information is available. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since the event is life-threatening and required intervention to prevent permanent impairment of a body function or permanent damage to a body structure, then it is to be considered serious and MDR-reportable